Manufacturer narrative:
The reagent lot number was 766430. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of a questionable low ss-crosslabs result from the cobas e 801 analytical unit. The initial result was <70 ng/l. The repeat result was 440 ng/l.

Manufacturer narrative:
The analyzer had a very high occurrence of sample quality-related alarms per day. This is an indication of incorrect preanalytic handling. Correct pre-analytic sample handling is within the customer's responsibility. The photomultiplier, printed circuit board (pcb), pinch valves, and pinch tubing on the analyzer were replaced. The investigation determined the service actions resolved the issue.